Event description:
It was reported that the device was used during a diagnostic laparotomy. The device would not stop running. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was tested with a generator and was functional. Additional testing: outside of device, including shrouds, outer tube, clamp arm, and blade, were clean. Pads in clamp arm assembly had minimum use wear. Device was correctly assembled and fully closed at shrouds. Button moved freely, with normal tactile feel at actuation to min and max. Device closed and opened clamp arm normally without any hesitation or "sticking". Device tested and operated normally with min and max button activation when attached to a gen04 generator. In operation on the generator, could not create an activation issue, including continuous activation, with button activation at min and max positions. In these trials was not able to get the button to "stick down"at min or max positions to create continuous activation. Right shroud - cavity 2. Entire device was correctly assembled. Switch assembly including flex circuit assembly portion, was correctly assembled and fully in place in right shroud with no visible damage. The domes appeared centrally located on the gold leaf of the dome pad, and the button aligned centrally to min and max domes when manually actuated in the open right shroud. Button moved freely on and off min and max dome positions. There was no significant wear or damage to min side of circuit, including dome. On the max dome there was a minor indentation in the center of the dome, likely from button actuation on the dome using significant force. Indentation on dome did not affect operation of the device, and is not considered to of created or contributed to an activation issue for this device. At 20 to 30x magnification the following was observed: - indentation in max dome. Dome up and not inverted. Max dome appeared to operate normally and return to up position at release of force. - max dome second picture. Dome up and not inverted. Air under tape. No observed oxidation or deterioration of pad. - slight oxidation at solder joints of connector, with minor residue above an adjacent flex ribbon circuit trace. Residue appeared to be flux from assembly soldering process. Residue appeared above and not penetrated into flex ribbon and circuit trace. Concluded unlikely any circuit short could of occurred from residue. - pads in clamp arm assembly had minimum use wear. Returned device operated normally and in analysis could not create an activation issue for the returned device. For the returned device, could not identify any plausible factors that could contribute to an activation issue, including continuous activation. In conclusion, could not repeat or identify a basis for complaint of - the device would not stop running. - attachment: (B)(4).